Event description:
It was reported that the patient received inappropriate therapy for svt. Lead noise after therapy delivery was oversensed, resulting in further therapy. Noise was reproduced in clinic with provocative testing. The lead remains implanted. The patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.